Event description:
On 10/31/06, abbott point of care was contacted by a customer who reported that I-stat cardiac troponin I cartridge yielded a result of 0.01 ng/ml on a pt at 11:00. A sample was drawn previously as per hospital protocol and sent to the laboratory to be analyzed on the beckman dxi access system and that sample yielded a result of 1.3 ng/ml.